Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the arm failed the in-house weight brake drop test. The axis-2 brake was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during a preventative maintenance activity. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a preventative maintenance activity performed by an intuitive surgical, inc. (Isi) technical field specialist a patient side manipulator (psm) arm 1 failed a weighted break drop test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.